Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven months ago. The vessels were non calcified and non tortuous, but angulated (degrees not provided). The aorta diameter was 21mm and iliacs were 8mm. The main body was implanted on the right side. It was reported that seven months after the successful implant of an endurant stent graft, a total right limb occlusion occurred. A fem-fem bypass was performed. No kinks on the stent graft were seen. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show that the iliacs are severely calcified. The right iliac is more tortuous then the left side. There is a dissection-like appearance within the aaa, which also contains thrombus and calcification. Angiogram images at implant show bilateral flow following the implant, and there are no obvious stent graft kinks. Angiogram images post-implant show that the right ipsilateral limb is occluded beginning proximal to the flow divider, with no obvious stent graft kinks; however, the quality of the angiogram images was poor. The cause of the occlusion could not be determined. It is possible that the severely calcified and moderately tortuous right common iliac may have contributed.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (occlusion, fem-fem bypass). Patient's condition affected effectiveness of device (severely calcified and moderately tortuous right common iliac). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified and moderately tortuous right common iliac).